Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) of 2012 and mesh was implanted. The patient developed a recurrent hernia around (B)(6) 2013. During a laparoscope, the surgeon noted adhesions and lack of tissue in-growth. The mesh also had significant shrinkage. A revision surgery was done, at which time the adhesions were lysed and the mesh was removed. The defect was repaired using a parietex composite mesh.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.